Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a catheter shaft fracture occurred. The target lesion was located in the 85% stenosed mid to distal lad (left anterior descending). The lesion was predilated and the physician was preparing to place a 3.0x28mm taxus liberte stent. However, during insertion, the stent delivery system catheter fractured proximally, outside the patient's body. The catheter was successfully removed without further intervention and the procedure was completed with another 3.0x28mm taxus liberte stent. There were no patient complications and the patient was reported to be stable post procedure.

Manufacturer narrative:
(B)(4).